Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had an unknown mentor saline prosthesis placed experienced deflation on an unknown side post procedure. As a result, replacement with a 272cc mentor memorygel breast implant was performed on (B)(6) 2005. A separate event was reported with the replacement device under 1645337-2021-08111.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4),on (B)(6) 2021 mentor became aware that it erroneously omitted e1 (1. Initial reporter country code) from the initial report. The correct value has been populated with this report.